Manufacturer narrative:
The integrated electro surgical unit (iesu) was further analyzed by the original equipment manufacturer (OEM) and it was confirmed that the unit generated u-02 error on start-up. The check master printed circuit board (pcb) was replaced. Unrelated to the reported issue while performing the pre check, it was found that the bipolar cut output reading was on maximum range (120w) prompting a calibration.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and was able to reproduce error u-02 upon start-up. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The fse also replaced the rear boom cover bracket. The system was tested and verified as ready for use. Isi has received a da vinci product involved with this complaint to perform failure analysis. However, the analysis is not yet completed. Follow-up MDR will be submitted with analysis findings. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site had an issue and the bipolar wasn't working. Errors c-00 and u-02 continuously displayed when they were using the monopolar and bipolar. Prior to contacting dvstat, site ended up swapping the vision side cart (vsc). The procedure was converted to another dv with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site used a different vsc to continue the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. During in-house testing, the integrated electrosurgical unit (iesu) was analyzed, and error u-02 displayed when placed the unit on an in-house system and was run in normal mode. U-02/c-00 errors are present in error log. The complaint regarding error u-02 was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.